Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was unknown but believes it was at 300's mg/dl. Customer's current blood glucose was 318 mg/dl. Troubleshooting was done. Customer uses sensor feature. Customer stated he was unable to complete the rewind sequence. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected testing. The insulin pump rewind functioned properly during testing. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.